Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed contamination under the contrast, up, and down key contacts, and a crack at the battery compartment threads, that had not been reported by the user. This report is made based on the results of an investigation completed on 09/04/2012.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed (B)(4) 2012 with the following findings: the audio bolus button was torn. The keypad was intact and all keys were responsive to user input. The keypad was removed and there was visible contamination under the contrast, up, and down key contacts. A crack at the battery compartment threads was observed during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.